Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2014: the patient was pre-operatively diagnosed with l4-l5 decompression instrumentation and fusion with peek rods and screws development of severe l3-l4 stenosis, neural foraminal, bilateral neutral foraminal disk protrusions and synovial cyst and underwent following procedures: bilateral l3 and l4 decompressive laminectomies, resection bilateral l3-l4 synovial cysts bilateral l3 and l4 foraminotomies bilateral l3-l4 neural foraminal discectomies for neural formanial disk protrusions and neural foraminal stenosis removal of l4-l5 old peek rod, insertion bilateral l3 peek pedicle screws using o-arm guidance system and neurophysiological monitoring bilateral l3,l4, l5 instrumentation with peek rod and screws and lateral mass intertransverse type fusion l3-l5 using rhbmp-2/acs, left iliac crest bone graft and laminectomy bone. As per op-notes, ¿at this time I first removed the old l4-l5 peek rod. The screws were buried in fusion bone and therefore I elected not to remove the old screws and therefore my plan was to insert new peek screws at l3 bilaterally and place a rod from l3-l5 bilaterally after the decompression¿..I inserted 6.5 x 50 mm screws using neurophysiological monitoring, pedicle probes and the o arm guidance system. I then secured an 80 mm peek rod on the left using set screws and 70 mm rod on the right using set screws. After securing the rods to the screws, I injected tissel fibrin glue over the dura and nerve roots and then placed a roll of rhbmp-2/acp filled with iliac crest bone graft in laminectomy bone for lateral mass intertranverse type fusion from l3-l5 bilaterally. I then placed a jackson-pratt attached to a bile bag over the thecal sac exiting through a stab wound lateral to the skin incision.¿ there were no intra-operative complications. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.